Event description:
Ous MDR - after an implant duration of 1 day it was reported, that the lead exhibited diaphragmatic stimulation. Lead dislodgement was detected by x-ray. No other adverse pt side effects have been reported. This device remains implanted.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production has been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.